Event description:
An over-the-wire s7 stent system was inserted into an unknown coronary artery. It was not possible for the stent delivery system to cross the target lesion. Upon removal, the stent dislodged from the delivery balloon in the middle of the vessel. Subsequently, the dislodged stent was crushed with a ptca balloon in the coronary artery. The lesion was then treated with a ptca balloon. The pt was reported to be fine post procedure and there is no additional clinical sequelae reported related to the event.